Event description:
An author of a literature article from the chinese journal of trauma and disability medicine reported on the observation of the effect of the application of the ciliary sulcus fixation of a posterior chamber intraocular lens implant. The article analyzed the effect of correction of refractive error of artificial lens suspension in the condition of a broken posterior capsule or no capsular support. In the absence of capsular or zonular support, forty seven cases were performed in one or two stage artificial lens suspension. The author of the article reported that following intraocular lens (iol) suspension procedures, six patients had persistent conjunctival hyperemia, foreign body sensation and eye swelling caused by exposure of the lens suspension lines. After the exposed lines were removed and the conjunctival flap was covered, the symptoms were alleviated. There are two medical device reports associated with this article. This report is for the six cases of conjunctival congestion, foreign body sensation and eye swelling.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. (B)(4). Additional information has been requested. Translated literature article was received on (B)(4) 2014. (B)(4). (B)(4)